Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter occupation, other occupation and section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a ghost pocket entry remained in the medstation database from a prior discrepancy (2024), causing a false failed drawer icon. The field service engineer (fse) verified drawer functionality through hardware testing, confirmed normal operation at the station and server level, and engaged customer service for remote support. The issue was escalated to a remote services specialist to delete the ghost pocket from the database, with follow up planned with the customer. The system functioned as intended after the field service engineer (fse) addressed the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and would not allow to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and would not allow to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.